Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced a stroke. Approximately one hour after they completed the procedure the patient had right sided weakness. A CT (computed tomography) scan was performed and it was found that the patient suffered a small stroke. It was noted that the patient had a pre-existing right sided bells palsy. The physician's opinion on the cause of the adverse event was that he thought there was a struggle to maintain the act (activated clotting time) in a therapeutic range. 76 ablations or more were believed to be done, all radiofrequency and believed to be within the pulmonary veins only. The patient was also hospitalized with right sided weakness and already had preexisting weakness on the left side from bell's palsy. Intervention included CT (computed tomography) and neuro consultation and patient was hospitalized on IV heparin. Patient was believed to be improved however required extended hospitalization (a couple extra nights).